Event description:
The customer contact reported that during testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the piezo alarm assembly. This report represents all the information known by the reporter upon query by hospira personnel.